Event description:
Boston scientific received information that at this patient's three week follow up visit, device interrogation revealed decreased r-wave measurements and increased threshold measurements. A perforation was observed. The patient was discharged and scheduled for a follow up echocardiogram in one week. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.